Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt damaged/add gel messages) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's electrode belt was damaged and was causing "add gel" messages in the absence of a prior gel release.